Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the user paused the pump when within range and did not reconnect for approximately 40 minutes, after which they experienced hyperglycemia over 400 mg/dl, completed a supply change, announced a meal while high but indicated they were actively eating, and subsequently experienced a steady glucose decline leading to hypoglycemia; oral glucose was used and troubleshooting and education were completed. Symptoms included hyperglycemia, hypoglycemia, and irritability. Outcomes included unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information related to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.